Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer alleged pump having battery failed alarm, cracked battery compartment, battery tube spring damage. Insulin pump was received with a blank display. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self test or verify failed batt test alarm due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, battery connector during visual inspection. Swapping out test boards confirms blank display is isolated to pcba 1. Pcba 1 was cleaned using isopropyl alcohol with no effect. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case corner of belt clip rails. In conclusion, customer alleged pump having cracked case corner of belt clip rails was confirmed. No damaged battery tube spring noted. The unit received blank display due to moisture damage on pcb1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. During troubleshoot, insulin pump battery compartment and spring were damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.